Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set did not deliver all the medication as there was over 100 ml remaining in the reservoir bag when the tubing was being changed and according to the dose log all doses had been given and no alarms were noted. It was reported the PICC was initially sluggish, with flushing this improved with each 10ml flush, blood return was reported to be good. No adverse patient effects were reported no additional information is available at this time